Event description:
The customer was hospitalized for dka. It was indicated that the customer changes the set. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer was disconnected from the pump at the time of call.